Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): customer said that capillary tip is broken down and it remained in pt body; customer remove capillary from body by surgical operation.

Manufacturer narrative:
(B)(4). Batch manufacturing record: reviewed the batch manufacturing record and found no defects at in-process inspection. Process cards show no abnormalities. Sample evaluation: received one used capillary hub of introcan g20x32 without packaging. The capillary was detached from the capillary hub. No cannula assembly and protective cap returned. The capillary hub was dissected in order to check for any remaining capillary on metal bush. No remaining capillary found on the metal bush. The metal bush od has been measured. Specification : 1.16 - 1.20mm. Result : 1.16mm (passed). The capillary passage ID in the cut capillary hub horn has been measured. Specification : 1.30 - 1.35mm. Result : 1.33mm (passed). The detached capillary was inspected under smartscope 38.7x magnification. Three areas to be investigated. Area 1: the end of capillary was bulging indicating that it was inserted into metal bush before. The estimate insertion depth has been measured. Burr was observed at the edge of inner capillary wall. Specification : 2.9 - 4.1mm (calculated according to drawing). Result : 1.15mm (failed). P/s : there is a 100% vision system to check the insertion depth of metal bush in the capillary at assembly machine. A simulation was carried out to detach the capillary from the metal bush and compare with the returned capillary: simulated sample (detached). However, the end of returned capillary was found wavy and not able to re-insert into metal bush. Burr was observed at the edge of inner capillary wall. This is similar to the simulated sample if the capillary was break. Simulated sample (break): the returned capillary most likely broke instead of detached. The returned capillary and catheter hub were compared to a normal sample of the same gauge (g20) and length (32mm). A shorter trim length (measurement between capillary tip to the bevel eye) will be rejected by ecm machine. A shorter insertion depth (insertion depth of metal bush into capillary) will be rejected by metal bush assembly machine. In case of any shorter capillary length, it will be rejected by the vision systems of the above 2 processes. The total capillary length for both samples have been measured. Returned capillary length : 33.81mm. Standard capillary length for article introcan safety pur 20g, 1.1x32mm-ap : 39.03mm. Standard capillary length for article introcan safety pur 20g, 1.1x25mm-ap : 30.42mm. As such, it is not possible for the shorter capillary of introcan safety pur 20g, 1.1x25mm-ap being assembled into introcan safety pur 20g, 1.1x32mm-ap. Difference : 5.22mm. Insertion depth of capillary into metal bush : 1.15mm. Calculated missing capillary length : 5.22-1.15 = 4.07mm. Area 2: a "v" shape cut was observed on the capillary about 8.52mm from the capillary end at area 1. The v cut length is around 2.58mm. This might be caused by re-insertion or during surgery to remove the capillary. The v cut at that area will not cause the capillary to detach/break from the hub. Area 3 uneven capillary tip was observed. Specification : max 0.07mm. Result : 0.092mm (failed) the result was failed but it will not cause the capillary to detach/break from the hub. Ipqc and fc capillary strength test results: the capillary strength test results for affected batch, 3 before and 3 after the affected batch were being checked. Specification : g18 = min 10n, g20 = min 5n ( refer to cir ). No failure observed for the complaint batch, 3 batches before and 3 batches after the complaint batch. Inspection gate 1 : semi auto metal bush assembly: there is a 100% vision system to detect the short insertion depth. A capillary was purposely simulated to make the insertion depth same as the complaint capillary. The vision system is able to detect the defect. Inspection gate 2 : catheter assembly: there is a 100% vision system to detect the short capillary length at cal machine. A capillary was purposely simulated to make the capillary length shorter. The vision system was able to detect the defect. Inspection gate 3 : final assembly: there is a 100% vision system to detect the short trim length at ecm machine. A capillary was purposely simulated to make the trim length shorter. The vision system was able to detect the defect. Conclusion: based on the above finding it showed that the capillary was broken from the metal bush. The calculation showed that capillary with ~4mm length was missing for the returned capillary. From assembly stand point, the capillary will not be able to assemble if the capillary was too short. It will not pass the 3 inspection gates at the machines. Furthermore this batch as well as 3 batches before and 3 batches after the complaint batch were found meeting all the releasing criteria and no deviation found for the capillary strength. With the minimum 21n capillary strength observed in the test report for the complaint batch, the capillary should be broken instead of detach. Additionally a v cut was observed on the returned capillary indicated that most likely re-insertion of cannula had happened. Justification: not justified.

Manufacturer narrative:
(B)(4). Sample receipt at bmi - complaint investigator, dated (B)(4) 2015. Bmi preliminary investigation: received one capillary hub of introcan safety pur 20g, 1.1x32mm-ap without packaging. Visually inspected the returned sample and found the capillary detached from hub. Reviewed the device history record of the complaint batch no. 14f16g8364 and there were no defect encountered during in-process inspection and at final control inspection. The process cards also show no abnormalities. The final control capillary strength test result shows all (B)(4) samples passed. (B)(4); sample forwarded to production for further investigation. A follow up report will be provided after the inspection results become available. (B)(4).